Event description:
I used renu with moistureloc contact lens saline solution from 04/05 - 08/06. I was diagnosed with fusarium keratitis. I am presently taking anti-fungal therapy and my vision in my right eye has been impaired by more than 50%.